Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked through a pinhole in the tubing. The patient was connected to the transfer set at the time of the event. The patient had finished fill one on a homechoice device when they had noticed that solution had leaked onto their bed. There were no other signs of damage on the set and it did not separate. The patient had their transfer set switched out and was given antibiotics prophylactically. There was no patient injury or medical intervention reported. No additional information is available.